Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise as noted in the presenting electrogram (egm). Technical services (ts) provided a review noting possible t wave oversensed beats and a possible fusion beat marked. Patient is dependent however rv sensed beats on the presenting appeared to be appropriate and there is no evidence of asystole or pacing inhibition. Ts was consulted and recommended further in clinic review to attempt to reproduce noise. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited noise as noted in the presenting electrogram (egm). Technical services (ts) provided a review noting possible t wave oversensed beats and a possible fusion beat marked. Patient is dependent however rv sensed beats on the presenting appeared to be appropriate and there is no evidence of asystole or pacing inhibition. Ts was consulted and recommended further in clinic review to attempt to reproduce noise. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker system exhibited jumpy impedance and noisy signals. Technical services (ts) provided a review and discussed possible reprogramming options. No adverse patient effects were reported.